Manufacturer narrative:
Concomitant product: 6935-58, lead, implanted: (B)(6) 2010.

Event description:
The patient reported that noise was found on the right atrial lead. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.